Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a4-a6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary procedure in a severely calcified proximal lad. During advancement, the tip of the wire coiled on itself, preventing further advancement or retraction without encountering resistance. The distal tip separated, but a snare was used to successfully retrieve from the patient. This adverse event and product problem is being submitted due to tip separation, requiring additional intervention for removal.